Manufacturer narrative:
Correction: h6 code previously reported as manufacturing process problem identified', now updated to 'deformation problem'.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Correction: h6 investigation conclusion previously noted as 'cause not established'; now updated to "cause traced to manufacturing".

Manufacturer narrative:
Correction: correcting previous h6 "detachment" code to "loose or intermittent connection".

Event description:
Related manufacturer report number: 2017865-2023-20824. It was reported during in clinic follow up that the right ventricular lead exhibited oversensing due to noise. This oversensing resulted in pacing inhibition. The patient was symptomatic. The lead was explanted and successfully replaced. During revision, the setscrew of the device detached from the header. The device was also exchanged. The patient was stable post operation. Further information was requested, but not yet available.

Manufacturer narrative:
The reported event of the "septum came out with the setscrew" was confirmed. Analysis revealed that the septum was not sealed in the septum cavity of the device header and therefore came out with the setscrew. Analysis found that the med-a (medical adhesives) only adhered to the septum and not to the epoxy header surfaces. In order to seal the septum in the septum cavity the med-a has to adhere or stick to both surfaces, the septum surfaces and the epoxy header surfaces which includes the septum cavity inner walls. The root cause of the event could not be confirmed, but there is a possibility in which the med-a was not sticking to both surfaces necessary to seal the septum in place in the septum cavity. This may allow the septum to come out of the cavity and out of the device.